Event description:
Fit and healthy (B)(6) female had breast augmentation in 2016 and had noticeable changes to health within 6 months of implanting silicone allergan natrelle. Have so far been diagnosed with chronic fatigue syndrome, fibromyalgia, functional neurological disorder and many more medically unexplained symptoms. I have had a mental health component to my illness ruled out. Symptoms continue to gradually increase along with severe breast pain, possible fibrous of breast tissue and various other muscular skeletal complaints. At present I have around 80 different symptoms ranging from pain, fatigue, to allergies, breathing difficulties, chemical sensitivities, neurological changes such as migraines, memory loss and uncontrollable movements. I believe the silicone implants are solely responsible for the dramatic change to my health.